Event description:
Patient was having a standard barium enema when patient was rolled onto the side, putting more pressure on the retention cuff. It burst, the patient described the feeling as "having a rubber band popped inside". Examination of the rectum by a radiologist and a surgeon did not reveal any injuries. Patient recovered.